Event description:
It was reported that the right ventricular (rv) lead exhibited gradual increment of impedance. The rv lead remains in use. Program adjustments of the rv lead were recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4076 lead implanted: (B)(6) 2013; 4598 lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Analyst commented, maximum defibrillator active can impedance rises from 73 ohm the week ending (B)(4) 2013 to 119 ohm the week ending (B)(4) 2014. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance trend on the defibrillation coil was rising. Analyst commented, an out of threshold subthreshold lead impedance alert occurred on (B)(4) 2014.